Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device after the user had corrected the issue. The device operated within specifications. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.